Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion being treated was located in the left main coronary artery to the proximal left anterior descending artery. The physician advanced the 15mm x 3.50mm quantum apex balloon catheter to the target lesion for post-dilation, upon inflating two or three times the balloon reached 16atms and ruptured. The device was successfully removed and the procedure was completed with a different device. No patients complications were reported and the patient's status is good.

Manufacturer narrative:
Age at the time of event:18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).